Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed sores under the back electrodes. The patient was instructed to end use of the device by their physician. There is no indication of a device malfunction that caused the irritation. The current medical outcome the irritation is unknown.